Event description:
A letter was rec'd from a law firm representing the clinic where a pt was treated into the glabellar frown lines on 7/22/96. The area was bruised following the treatment. The area subsequently developed scabbing and then an area of superficial ulceration. In 12/96, on examination a physician noted a 4mm x 5mm red raised scar in the central glabellar region due to the superficial skin slough. The physician advised the pt to massage the area. In 1/97, the scar was settled and no longer red. A 4mm x 5mm flat pale scar was observed. A consulting physician suggested botox treatment and dermabrasion of the glabellar area. The physician suggested massaging for tweleve months before considering dermabrasion or scar revision.